Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage pacing lead impedance and high, out of range, high capture threshold was observed on the rv lead. Patient was asymptomatic. Other lead values are stable and no noise was observed. It was decided to monitor the device at regular intervals as long as appropriate safety margins for rv lead capture can be maintained by programming. No further information available.